Event description:
On (B)(4) 2013, product analysis was performed on a returned generator which was explanted due to end of service. The reported end of service allegation was duplicated in the lab. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 2.04 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined. Review of the device manufacturing records for the generator confirmed the generator met all final testing specifications prior to distribution. Originally, it was reported that the patient's generator could not be interrogated during an office visit on (B)(6) 2012. All troubleshooting steps (ensured handheld was unplugged from wall, checked battery in wand, ensured handheld was working properly, had patient lie on his right side and left arm over his head, had patient sit upright with left arm over his head) were performed; however, communication was still not possible. The patient was referred for battery replacement on (B)(6) 2012 as it was believed the failure to program was due to the battery being at end of service. It was also noted that the patient was stable with no increase in seizures. The patient has been seizure free for roughly six years. Clinic notes dated (B)(6) 2009 were received which stated that the patient had no further seizures after being implanted with the vns device for one year. Follow up found that the patient is doing great after the generator replacement surgery on (B)(6) 2012, and that the patient has already had two dosing sessions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.